Event description:
There are two separate events to report. Here are the following events that took place during the machine failure. A full machine check and calibration was completed approximately one hour before the case. Immediately before the patient was brought into the room, I (physician) pressure checked the machine to 40cmh2o and opened the adjustable pressure limiting (apl) value to release pressure. During induction, I began breathing for the patient then suddenly was unable to ventilate the patient. I was not losing pressure but was unable to push air out of the bag and through the circuit. I thought the patient had an upper airway obstruction so I placed an oral airway and was still unable to ventilate. I immediately intubated the patient and still was unable to ventilate patient. The oxygen saturation was falling very fast so I immediately began to ventilate with a bag valve mask (bvm) and was able to ventilate without difficulty.after the patient was stabilized I immediately checked the machine and could find no obvious reason for not being able to ventilate. The switch was in bag mode and upon doing another pressure check air wound not exit the circuit with the apl value closed. I changed out machines and the same condition was recreated by the physician in an adjacent or room with the machine.in the recent past we have experienced a couple of unusual and unexpected events with our spacelabs anesthesia machines. Each of these events occurred on a machine that had been checked prior to bringing a patient into the room. Each of these events occurred during or shortly after the induction of anesthesia. I was called to assess the machine during the first event. The team had put the patient to sleep and was getting ready to begin the procedure when they lost proof of end-tidal on the physiologic monitor.after checking everything from the patient back to the machine, it was determined that the machine was no longer delivering any air to the patient. When I was call to the room, I verified that there was in fact no air passing through the machine and out the circuit and this was consistent in both ventilator and bag modes.I removed the caps (covers) from the inspiratory and expiratory valves to check for an obstruction, which I did not find. Upon reapplying the caps it was noted that air was passing out the end of the anesthesia circuit in both modes. The case was carried out. The absorber unit was changed and the machine was left in service. The same thing happened days later despite the absorber change and despite having functioned properly for several days in between.the second incident was very similar; however it happened with a completely different machine in a different room. Shortly after induction the provider became unable to pass air to the patient. Steps were taken to insure that it was not a patient airway problem, which it was not. There was no air passing from the end of the circuit. This machine had also been checked prior to beginning the case. The machine was quickly removed and replaced with another machine, which worked well and the case was completed.